Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used in the emergency room to deliver an unspecified IV solution. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the nurse reported, "difficulty to regulate flow with the roller clamp. The IV solution bag empties faster than it should." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. All affected foreign customers were notified via a device information letter date october 9, 2007.